Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed right ventricular lead noise that resulted in several non-sustained right ventricular oversensing episodes and a ventricular fibrillation episode. On (B)(6) 2018 the right ventricular lead was successfully explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings unrelated to the complaint: visual examination found an external insulation abrasion breaching the right ventricular cable lumen with intact etfe cable coating distal to suture tie impression. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy. Internal insulation abrasions in multiple locations breaching the non-functional and right ventricular cable lumens with intact inner coil lumen and a procedural damage to one of the right ventricular cable coating.